Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 254 mg/dl, for which troubleshooting was performed to test her insulin pump. During troubleshooting, an air bubble the size of a pin head was found in the tubing. Customer stated he had noticed bent infusion set cannulas. During manual priming, insulin exited the tubing and no leaks were round. Boluses were being recorded in the bolus history. Customer did mention while sleeping, the set became snagged and pulled out. Nothing further reported.